Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: there was no patient involvement. Event date: unknown. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The review of the device history record(s) showed complaint condition. There no nonconformances generated during production. The product investigation shows, the handle is cracked. The break is typical for brittle material at an angle of shortest distance showing some force introduction and agrees with the described failure. The marks on the handle have been caused by a possible misuse of the instrument. Even if occurrence rate and severity of harm are addressed adequately in the current risk management documentation, an internal design evaluation is ongoing, that takes into consideration the design of the handle (geometry and material) and the failure mode described in this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the blue plastic handle of a titanium elastic nail (ten) inserter is cracked. It is unknown when the issue was detected. There was no patient involvement. This report is 1 of 1 for (B)(4).